Event description:
A patient now status post heartmate 3. The post-op course complicated by suspected ingestion of thrombus during implant admission with tia without residual deficits, but small area on CT head imaging consistent with stroke (with inr goal 2.5 to 3.0). Also with pheochromocytoma status post resection [date redacted], af with rapid ventricular response with prior avj [atrioventricular junction], htn, gout, vit d deficiency who presents after CT demonstrated partially occlusive thrombus severely narrowing lumen of proximal outflow stent graft of lvad as well as with gi symptoms. Now status post left brachial artery cutdown and stent placement of lvad outflow tract. Resume heparin gtt this evening and warfarin tonight.